Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the iris torn? Yes, the iris was torn.

Manufacturer narrative:
(B)(4). The analysis results found that the hap02 device was received with the iris seal torn. The initiation site appeared to be from lower ring and propagated to upper inner ring. However, it could not be determined what may have caused this condition. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a hand-assisted colectomy procedure, the device had a large tear in it when it was removed from the package. There were no patient consequences. Case completed with another device of the same product code.